Event description:
It was reported that this right ventricular (rv) lead is suspected to have lead damage. This lead has exhibited noise over sensing, high capture threshold, and low, out of range pacing impedances. It was also noted that the patient experienced muscle stimulation and it was believed to happened during automatic threshold testing once a day. Therapy for this patient was not compromised at any point. Boston scientific technical services discussed reprogramming options. This device was reprogramed and remains in service. No additional adverse patient effects were reported. Additional information was received mentioning that the rv lead showed loss of capture (loc) and the heartbeat dropped without sudden brady response being activated. The patient experienced a syncope. The rv lead continued to exhibit noisy signals in both uni and bipolar configurations. It was discussed that when noise is over sensed, the device might not see the heart rate drop. The rv lead remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This report contains corrections to fields: b5: describe event or problem h6: patient codes and device codes e1: initial reporter facility name.

Event description:
It was reported that this right ventricular (rv) lead is suspected to have lead damage. This lead was exhibiting noise, high capture threshold, and low impedance. It was also noted that the patient experienced muscle stimulation and it was believed to happened during automatic threshold testing once a day. Therapy for this patient was not compromised at any point. Boston scientific technical services discussed reprogramming options. This device was reprogramed and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead is suspected to have lead damage. This lead has exhibited noise over sensing, high capture threshold, and low, out of range pacing impedances. It was also noted that the patient experienced muscle stimulation and it was believed to happen during automatic threshold testing once a day. Therapy for this patient was not compromised at any point. Boston scientific technical services discussed reprogramming options. This device was reprogramed and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead is suspected to have lead damage. This lead is exhibiting noise, high capture threshold, and low impedance. Boston scientific technical services (ts) discussed reprogramming options. This device remains in service. No additional adverse patient effects were reported.